Manufacturer narrative:
The allegation reported involved the cobas ampliprep / cobas taqman hiv-1 test ce-ivd mat no (B)(4), which is the ce-ivd equivalent of the cobas ampliprep / cobas taqman hiv-1 test us-ivd mat no (B)(4). The investigation into this issue is ongoing; therefore, no conclusion can be drawn at this time. However, it has been noted that patient samples will likely not be available. Final investigative conclusions will be submitted through a follow-up report. However, a preliminary assessment of this issue indicates that this issue might be related to a known product performance limitation due to primer/probe mismatches. This issue of primer/probe mismatches with the cobas ampliprep / cobas taqman hiv-1 test was previously identified through an earlier global complaint case. As a result of the previous global complaint case, revisions to the product labeling were made. Specifically, the following text was added to the product labeling under the procedural limitations section: "though rare, mutations to the highly conserved region of the viral genome covered by the cobas ampliprep / cobas taqman test primers and/or probes may result in the under-quantitation of or failure to detect the virus." A second generation of the test has been developed that includes amplification and detection of a second region (the hiv-1 ltr region in addition to the hiv-1 gag gene of the hiv-1 viral genome) that will reduce incidents of under-quantitation or failure to detect hiv-1 rna due to mutations. The PMA for this second generation test is currently in the final stages of approval. (B)(4).

Event description:
A customer site in (B)(6) reported that they observed discrepant results between the roche cobas ampliprep / cobas taqman hiv-1 test ce-ivd and the roche cobas ampliprep / cobas taqman hiv-1 test, v2.0 ce-ivd during a validation study between the two tests. Specifically, the roche cobas ampliprep / cobas taqman hiv-1 test ce-ivd was generating lower titers when compared to the roche cobas ampliprep / cobas taqman hiv-1 test, v2.0 ce-ivd.

Manufacturer narrative:
Corrected / additional data: lot#: lot numbers were provided by the customer, cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0), lot m08069 (dom 22-jul-2009 , exp 31-aug-2010) and lot m13950 (dom 06-jan-2010, exp 31-jan-2011). (B)(6). Device evaluated by manufacturer: updated to indicate "for this issue the customer data, customer-returned patient samples and product performance claims were utilized to evaluate this issue. Testing of the complaint kits was not performed/deemed necessary based on the evaluation of this issue." Manufacturer narrative: analysis of customer data and customer-returned samples. The customer provided numerous data points to roche molecular diagnostics for analysis. These data included both results that were with the linear range of both assays and results that were not within the linear range of one, or both, assays. For the data that were not within the linear range of one, or both, assays, several samples generated discrepant results that demonstrates >1.0 log10 variation between the cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0) and the cobas ampliprep / cobas taqman hiv-1 test, v2.0. The data that were within the linear range of both assays was analyzed, and these data demonstrate, on average, a 0.32 log10 variation (standard deviation of 0.48 log10) with the cobas ampliprep / cobas taqman hiv-1 test, v2.0 quantifying results higher than the cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0). Within these data, there was a distinct subpopulation of data points, towards the lower end of the linear range, that demonstrated a higher (>1.0 log10) variation between the tests. Excluding this subpopulation, these data demonstrate, on average, a 0.19 log10 variation (standard deviation of 0.35 log10) with the cobas ampliprep / cobas taqman hiv-1 test, v2.0 quantifying results higher than the cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0). Note: although there are no direct claims regarding imprecision of an assay correlation study, a standard deviation of ~0.3 log10 is not atypical. The performance of the cobas ampliprep / cobas taqman hiv-1 test, version 2.0 is more inclusive due to the addition of an additional detection location within the ltr region, which allows the version 2.0 test to detect samples that previously under-quantitated with the cobas ampliprep / cobas taqman hiv-1 test, version 1.0. As a result, the correlation between the cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0) and the cobas ampliprep / cobas taqman hiv-1 v2.0, outlined within the product labeling and through external correlation studies, demonstrates a bias of 0.24 to 0.48 log10, with a standard of 0.24 to 0.33 log10 between the two assays, with the cobas ampliprep / cobas taqman hiv-1 test, v2.0, in general, quantifying results higher than the cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0). The customer's data demonstrated a similar correlation between the two tests; however, the customer's data contained an increased number of outliers, which contributed to the higher imprecision observed. In total, 11 discrepant samples, which demonstrate a >1.0 log10 variation between assays, were returned to roche for sequence analysis. These samples were all within the linear range of the cobas ampliprep / cobas taqman hiv-1 test, v2.0; however, eight were not within the linear range of the cobas ampliprep / cobas taqman hiv-1 test, v1.0. Of these 11 samples: mismatches could be attributed as the root cause of the observed >1 log10 titer difference for 2 out of the 8 samples. Mismatches of 4 out of the 8 samples have been implicated in titer differences between the v2.0 and v1.0; however, previous data indicated expected variation in results of approximately 0.3 - 0.6 log10 (rather than > 1 log10) and for one of these four samples, the effect of a specific combination of mismatches is unknown. For 2 out of the 8 samples, the observed mismatches in the gag region are unlikely to cause >1 log10 discrepant results. No additional sample material remained/was available, and therefore, further investigative testing could not be performed. Therefore, the specific cause of the discrepant results that were not attributed to the sequence mismatches observed could not be determined. For the discrepant results that were attributed to sequence mismatches, the product labeling for the cobas ampliprep / cobas taqman hiv-1 test (i.e., v1.0) indicates that, though rare, mutations within the highly conserved region of the viral genome covered by the test's primers and/or probe may result in the under-quantitation of or failure to detect the virus. Additionally, the product labeling for the cobas ampliprep / cobas taqman hiv-1 test, v2.0 indicates that, due to inherent difference between technologies, it is recommended that, prior to switching from one technology to the next, users should perform method correlation studies in their laboratory to quantify technology differences. A comparative analysis of the quantitation standard (qs) CT values generated by the customer and the qs CT values generated during quality control release testing did not reveal any significant trend that would support a reagent related trend. Furthermore, there was no indication within the quality control release testing that the product was not performing as intended. Overall performance with the v2.0 assay is known to be more inclusive with the additional detection within the ltr region and detecting samples that under-quantitated with the v1.0 assay. Based on the information available, the cobas ampliprep / cobas taqman hiv-1 test, v2.0 is performing as demonstrated during product development and as outlined within the performance claims outlined within the product labeling. (B)(4).